Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. No failed battery test or battery out limit alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a cracked reservoir tube and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm, but did not notice alarm and insulin pump stopped working. Customer's blood glucose was 320 mg/dl and had ketones. Customer reported of receiving a failed battery test alarm and was able to clear. During motor error alarm troubleshooting, customer was able to rewind pump. It was also reported that top of battery was cracked. Customer was advised that insulin pump would need to be replaced.